Event description:
It was reported that an asymptomatic patient presented for routine follow-up. Decreased in hv and lv lead impedance were observed. Externalized conductors were observed via fluoroscopy. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.